Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. The patient would be monitored closely.

Event description:
New information indicated that the lead continued to exhibit noise with inhibition. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead was capped and replaced due to oversensing.